Event description:
This information relates to an international event as published in a journal article {goldschmiedt, markus md. " a safety maneuver for placing overtube during endoscopic variceal ligation." Gastroenterology endoscopy vol. 38, no. 3, 1992:399,400.} therefore, to date, we have been unable to establish any detailed information. The overtube was used during an endoscopic ligation. When the overtube was placed in the esophagus coaxially with the endoscope, a perforation occurred. It is unknown how the patient was managed after the eventinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.